Event description:
Patient's mother reported that her daughter had become ill, vomiting, high temperature and had developed a rash on her torso. She was taken to her mother's clinic where the physician allegedly indicated that she was suffering from tss and she was admitted to the hospital. The patient was treated with medications and released four days later. Patient continued on medication for ten days following release and was advised by her physician not to wear tampons.